Event description:
Consumer called to report testing back to back and getting difference results. Analysis run on consensus error grid using mean reading (310) as refernece point vs. Bd readings (46, 389, 496) yielded data points in the d range of the grid, outside of acceptable limits.